Event description:
Customer reports lancet protruding from end cap of softclix plus device. After several attempts to reach customer, MFR was unable to determine is lancet failed to retract prior to or after firing. No adverse event reported. A request was made for the return of the product, replacement was sent.